Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a 552 ml bag of doxorubicin/vincristine was to infuse over 24 hours, and the nurse said it infused in approximately 10 hours. Per the customer, the carefusion analytic report shows the device was programmed correctly for a rate of 23 ml/hour. The customer would like to know what happened, as biomed validated calibration and stated the device was actually delivering at a rate slower than programmed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion of doxorubicin/vincristine was neither confirmed nor replicated. The pcu event log shows that at 7:24 am on (B)(6) 2018 the pump module was programmed to infuse a custom concentration of vincristine with a vtbi of 552ml. After changing the concentration the user entered a duration of 24 hours which made the rate 23ml/hr. The infusion was started. After pausing and restarting the device several times beginning at 5:18 am on (B)(6) 2018, the user channeled the device off at 5:41 am. At 5:59 am, the user again programmed the pump module to infuse a custom concentration of vincristine over 24 hours at a rate of 23ml/hr with a vtbi of 552ml. At 7:00 am, the user channeled the device off and the system was shutdown and powered off. There were no alarms prior to the user channeling the device off. The volume recorded as being infused during this period was 253.18ml. Functional testing resulted in the pump module delivering fluid out of specification on the low side. Internal inspection showed that five of the six bezel bosses were cracked and separated. The root cause of the reported overinfusion was not identified, however, the probable cause is the cracked and separated bezel bosses.

Event description:
The customer reported a 552 ml bag of doxorubicin/vincristine was to infuse over 24 hours, and the nurse said it infused in approximately 10 hours. Per the customer, the carefusion analytic report shows the device was programmed correctly for a rate of 23 ml/hour. The customer would like to know what happened, as biomed validated calibration and stated the device was actually delivering at a rate slower than programmed. There was no patient harm.